Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the adhesive pad did not stay attached to the body could not be determined as the complaint could not be confirmed.

Event description:
Patient reported that the vgo device did not stay attached to the body. The patient is applying the device to her abdomen.